Manufacturer narrative:
We are reporting according to exemption no. (B)(4). Incidents involving medical devices manufactured by arjo hosp equipment ab in (B)(4) will be reported by us, the legal MFR, arjo hosp equipment ab in (B)(4) on behalf of our sales and distribution company in the (B)(4). Add'l info will be provided upon conclusion of the MFR's investigation.

Event description:
As stated by the customer on (B)(6) 2011: potential incident: per the (B)(6): "caregiver was clipping up sling and resident slipped out. No injury. Though the customer is concerned regarding clipping the sling. We sent out safety notification to a tina bray. Stickers and safety bulletin was never put up or applied to hanger bar. The left leg pad came off." (B)(4).